Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: total stent occlusion. Device issue: none. It was reported that the ami pt had a pixel stent implanted in the obtuse marginal in 2005. During a f/u visit prior to the event date, coronary angiography was performed, at which time total occlusion of the stent was observed. Target lesion revascularization was not performed as a good collateral vessel was observed. The pt was given medication. The pt had an add'l f/u visit in 2006, at which time there was no change in the state of the vessel and no wall motion was observed. It was noted that neointimal proliferation resulted in total occlusion. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident info; however, the device was not returned to abbott vascular for analysis. It was reported that three months after stent implantation, the stent had totally occluded. There was no device issue reported; however, restenosis/occlusion occurred. Occlusion, which included restenosis is listed as a known possible event in the risk assessment. It should be noted that one of the contraindications in the instructions for use is; "pts who have experienced a recent (less than one week) acute myocardial infarction."